Event description:
It was reported that nexiva 18 ga x 1.25in sp with maxzero catheter was defective. The following information was provided by the initial reporter: material no.: 383559; batch no.: unknown. It was reported the ivs are difficult to start due to the needle being difficult to penetrate and causing pain and blowing veins. It was also reported the tip is not always attached. It was also reported the blood does not fill the line and there is blood exposure. It was also reported the wings get stuck on the patients' skin. IV starts are more difficult, no forgiveness when in the vein. More complaints by patients stating their painful and more "blown veins" w. This product. Too much resistance to get the catheter inserted. Tip at the end is not always attached. Not able to pull back for labs, a lot of times the blood does not fill the line to the end. We were told this is safer for nurses these are not. More blood exposure when trying to get labs and check glucose. The wings get stuck on the patients skin and do not insert smoothly.

Manufacturer narrative:
H6: investigation: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that nexiva 18 ga x 1.25in sp with maxzero catheter was defective. The following information was provided by the initial reporter: material no.: 383559, batch no.: unknown. It was reported the ivs are difficult to start due to the needle being difficult to penetrate and causing pain and blowing veins. It was also reported the tip is not always attached. It was also reported the blood does not fill the line and there is blood exposure. It was also reported the wings get stuck on the patients' skin. IV starts are more difficult, no forgiveness when in the vein. More complaints by patients stating their painful and more "blown veins" w. This product. Too much resistance to get the catheter inserted. Tip at the end is not always attached. Not able to pull back for labs, a lot of times the blood does not fill the line to the end. We were told this is safer for nurses these are not. More blood exposure when trying to get labs and check glucose. The wings get stuck on the patients skin and do not insert smoothly.